Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The visual inspection reveals three devices were returned in one box with 4 anchors with cut sutures attached. The visual inspection confirms the devices have been actuated and sutures have become torn. Based on the condition of the product material found during visual inspection additional material testing is not required. A review of the suture material drawing found that the storage specifications are documented and a material certificate is required with each lot. A review of the instructions for use found: do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the suture broke after inserting the first implant. The malfunction caused a delay shorter than 30 minutes but required a change in the surgical technique as the procedure was completed without other implant. No further complication was reported and the patient state of health is good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment was not returned for evaluation. Due to unavailability, evaluation was limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. This may unintentionally occur during user¿s removal of product from its packaging. Factors that might affect device performance include: device ability, surgical ability, spacing of implants and tissue condition. Influences unrelated to manufacture that could compromise product performance or integrity include: 1) use inconsistent with IFU recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Per IFU 10600499: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instruction for use (IFU) contains precautionary statements and recommendations for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution. No further investigation is warranted at this time.